Manufacturer narrative:
The customer did not return the device for evaluation. Additionally, since the lot # of the contour nex control solution and contour next test strips associated with the event were not provided, an in-house testing could not be performed with the retained samples. Therefore, a device history record was reviewed for the suspected contour next gen meter with serial # (B)(6), and no manufacturing anomalies were found.

Event description:
The customer reported that she ran a control test with the contour next gen meter and obtained a reading of 158 mg/dl at 10:17 a.m. The meter did not automatically mark the reading as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.the customer stated that the control solution was within the expiration date. However, she did not provide the lot # and expiration date associated with the control solution, therefore, this information was not captured in section d4. Additionally, the device manufacture date (h4) could not be determined.